Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The reported event was confirmed as cause unknown. Per the evaluation, water leaked through the drainage eye. The catheter was dissected and a tear was noted on the rubberize layer of inflation lumen. The tear was examined under a microscope and was noted to be long and smooth. The exact cause of how and when the tear occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex." Attachment: [FDA letter for late mdrs.pdf].

Event description:
It was reported that water leakage was found by the patient soon after replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found by the patient soon after replacement.